Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he experienced blood glucose in the 300 to 400 mg/dl range. Customer also states had a foot ulcer, contaminants in his blood stream, and this was not diabetes-related, for which he was in the hospital for a month and a half. The customer's infusion set had fallen off. Customer stated his blood glucose because he was on the insulin pump was in the 300 to 400 mg/dl range, and when he was on the device his blood glucose measurements were 113 to 198 mg/dl. Customer's blood glucose was 265 mg/dl on (B)(6) 2015, which he treated with an insulin pen. It was stated he experienced high blood glucose after the infusion set fell out of the insertion site. Troubleshooting was declined. Customer was advised to monitor his blood glucose and see the emergency room, if needed.